Event description:
It was reported that the customer's insulin pump was damaged. The insulin pump would be repaired and replaced. The customer's blood glucose value was 162 mg/dl. No further information was provided.

Manufacturer narrative:
Unit received with cracked case at display window corners and battery tube threads. Unit received with severely scratched lcd window. Unit received with stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.